Event description:
It was reported that an infection was found in the chest pocket where the stimulators were located. The stimulators and extensions were removed on (B)(6) 2024. When they sent cultures from an incision where the lead and extension connected, it was positive for infection as well. The surgeon removed the bilateral leads (B)(6) 2024. The doctor said the patient will be on a 6 week course of antibiotics and reevaluated.

Manufacturer narrative:
D10: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6)2024 product type lead product ID b31000 lot# 082t27723 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type accessory product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead; product ID b32000 lot# 082m28623 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type accessory; product ID b3400060 lot# serial# (B)(6) 2024 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension; product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6) , ubd: 06-dec-2025, UDI#: (B)(4); product ID: b31000, lot #: 082t27723, ubd: 04-oct-2025, UDI#: (B)(4); product ID: b3300542m, serial#: (B)(6), ubd: 17-nov-2025, UDI#: (B)(4); product ID: b32000, serial/lot #: 082m28623, ubd: 13-oct-2025, UDI#: (B)(4); product ID: b3400060, serial #: (B)(6), ubd: 08-dec-2025, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 19-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. No analysis was performed as the device was returned due to a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.